Event description:
An endoscope used at the largo endoscopy unit had a defect that might have prevented it from being thoroughly disinfected. The device had a small hole at the distal tip discovered during manual cleaning and leak check process. It was noted that the device had been used at least 23 times and during the cleaning and disinfection process had passed the manual leak tests. The device also passed 100 percent of the time leak testing performed in the sterilization equipment (medivator advantage). Because (B)(4) exceeds nationally recommended protocols for cleansing and disinfecting all equipment (perform atp testing on all scopes processed), the risk of this single piece of equipment not being thoroughly disinfected is minimal. However, (B)(4) chose to take extreme precautionary measures by contacting the 23 members who encountered this singular piece of equipment. Patients were easily identified as we document the serial number of the scope, and date processed into their medical records during their procedures. Patients were contacted telephonically by their providers who had performed their procedures. Our organization followed up with a letter of notification of the event. We consider this an extremely isolated event. (B)(4) sent the scope to the manufacturer (olympus) for repair on (B)(6) 2017 and indicated that they identified a hole in the lumen at the distal tip. Olympus reported that the scope failed the leak test. The scope was completely refurbished to factory standards. The scope was returned and put back into service.